Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a bifurcation in the first diagonal artery. The 2.5x20mm nc trek rx balloon dilatation catheter (bdc) was prepared and flushed prior to use but was difficult to advance trapping the distal part of the hi-torque (ht) balance middleweight (bmw) universal ii guide wire. The guide wire had resistance upon removal with the balloon catheter and some force was applied breaking the proximal core of the guide wire but remaining intact. The guide wire and the balloon were simply removed together. Another guide wire and balloon were used to complete the procedure. Another balloon was difficult to advance over another ht bmw universal ii guide in the anterior descending artery to perform the final kissing balloon technique (kbt) requiring the guide wire to be changed. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a bifurcation in the first diagonal artery. The 2.5x20mm nc trek rx balloon dilatation catheter (bdc) was prepared and flushed prior to use but was difficult to advance trapping the distal part of the hi-torque (ht) balance middleweight (bmw) universal ii guide wire. The guide wire had resistance upon removal with the balloon catheter and some force was applied breaking the proximal core of the guide wire but remaining intact. The guide wire and the balloon were simply removed together. Another guide wire and balloon were used to complete the procedure. Another balloon was difficult to advance over another ht bmw universal ii guide wire in the anterior descending artery to perform the final kissing balloon technique (kbt) requiring the guide wire to be changed. There was no adverse patient effect and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the ht bmw universal ii guide wire did not separate in the patient's anatomy and confirmed there was nothing left in the patient. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported break was unable to be confirmed; however, it is possible that the material separation noted during return analysis may have been reported as a break. The reported difficult to remove could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the guide wire encountered resistance upon removal with the balloon catheter and some force was applied. It should be noted that the hi-torque guide wires for ptca, pta, stents instructions for use states: do not push, auger, withdraw, or torque a guide wire that meets excessive resistance. Although it was noted that the physician used force in the attempts to remove the device, this was due to the guide wire interacting with the balloon dilatation catheter, therefore the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. The investigation was unable to determine a conclusive cause for the reported difficult to remove and break; however, the noted material separation and contamination (fiber) appear to be related to the operational context of the procedure. Factors that may contribute to difficulty removing the balloon over the guide catheter include, but are not limited to, procedural contaminant buildup in the guide wire lumen, inner diameter of the guide wire lumen, outer diameter of the guide wire, and/or damage to the guide wire lumen or guide wire. In this case, based on the information provided, it is unknown what may have contributed to the reported difficult to remove. Additionally, it is likely that manipulation of the guide wire during its interaction with the balloon contributed to the noted material separation (core/polymer coating). The fibers noted during return analysis were found at the separation point on the guide wire core, this indicates that the fibers were likely from another device or material that interacted with the guide wire. There is no indication of a product quality issue with respect to manufacture, design, or labeling.